Manufacturer narrative:
Device evaluation: d4, g6, h2, h6, and h11. Results of investigation: confirmed-log analysis tool and screen shot of service screen were used for the investigations. Alarm 316 - "blower failure" triggered during start-up self-test. Alarm 401 - "inspiration valve or device leaky" triggered as consequence with error 4 as reason (blower pressure too low or not stable). It is visible in the screenshots that "voltage check" blower is okay (13.56 v), while the blower rpm remains at zero. Root cause failure: defective moog blower unit.

Manufacturer narrative:
Vyaire identification:(B)(4) other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us is giving tf 401 and 316 alarm. No patient involvement was reported.